Event description:
During follow-up, the diagnostics reported an extended charge time along with a battery voltage of 2.6v. Manual capacitor maintenance did not improve the charge time, and the decision was made to explant the device.